Event description:
It was reported that following a percutaneous transluminal coronary angioplasty (ptca), a 6f angio-seal evolution was selected for use and hemostasis was achieved. The pt complained of pain. Five and one half hours later, the pt was in good condition and was experiencing less discomfort; however, shortly after this, the pt complained of pain in the abdomen and groin. A hematoma was present in the groin. Computed axial tomography revealed abdominal muscle swelling with mild anemia (hgb value 11). The pt had mechanical groin compression and one day later, the echo revealed no anomalies. Three days later, the pt was discharged and was later reported to be in good condition.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.